Manufacturer narrative:
The patient remains ongoing on vad support awaiting a heart transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. The manufacturer was unable to conduct an investigation of the device because the patient remains on-going on vad support and no additional complaints have been reported to thoratec at this time. A review of the device history record revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital due to heart failure exacerbation. A right heart catheterization was performed and indicated right heart issues. The pump speed was increased to 8800 rpm to close the aortic valve. The patient was given lasix for diuresis and was responding well. The patient was moved up to 1a status on the heart transplant list.